Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device did not pass the test. There was no patient involvement.

Event description:
The customer contacted philips healthcare to report that the device did not pass the test. There was no patient involvement.